Manufacturer narrative:
(B)(4).

Event description:
The consumer reported his prior implantable neurostimulator (ins) shorted out and he had to get a new one. Later, the manufacturer's representative (rep) and healthcare provider (hcp) reported they had not heard about the patient's issue. The patient was implanted in 2014 and the records did not show that the patient had any other devices implanted. The rep and hcp had no further information. Relevant medical history included spinal pain.